Event description:
It was reported that, upon calibration for an ukr surgery, the handpiece did not calibrate. Another handpiece was pulled out to finish calibration. The case was converted from navio-assisted urk to manual tka, so the navio equipment was not used. The patient was not involved at the moment.

Manufacturer narrative:
H10: the navio handpiece (part number (B)(6) / serial number (B)(6)), intended for use in treatment, was not returned for evaluation. The navio handpiece would not calibrate prior to a procedure on (B)(6)2018. An initial visual/functional investigation was not performed. The reporter noted that the account would not be sending back the handpiece as they do not have a service contract. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual released at the time of the complaint provides instructions on calibration issues. This failure is captured in the navio risk profile. The root cause of this issue was denoted as undetermined. Per complaint details, the device malfunctioned did not occur during surgery. Based on the information provided, the procedure was changed to manual instrumentation to complete the surgery. There was no reported delay, no patient injury/impact to the patient; therefore, no further medical assessment is warranted at this time.